Event description:
It was reported when the patient presented for a routine device change out due to eri, externalized conductors were observed. Lead fracture was also noted. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 36.3-37.3cm and 39.8-40.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 13.2-15.0cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 23.4-23.5cm, 24.7-24.8cm, 25.3-25.4cm, and 27.1-27.2cm from the distal tip. The etfe coating was intact at these locations.